Manufacturer narrative:
The product has been requested for return, and the reporter has agreed to return the device for investigation. A follow up report will be submitted upon completion of the investigation or if additional information becomes available. All information currently available to adc has been submitted.

Event description:
On(B)(6) 2026, abbott diabetes care (adc) was contacted by a caregiver who reported that a customer had died on (B)(6) 2026 and referenced ¿deviating measured values.¿ at this time, the relationship between the reported death and the adc device is unknown. An attempt to obtain additional information was made on 10 march 2026; however, no further details were obtained. Adc will continue efforts to collect additional information regarding the event. A follow up report will be submitted if new information becomes available. Based on the information currently available, it cannot be determined whether the adc device caused or contributed to the reported death.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 05 march 2026, abbott diabetes care (adc) was contacted by a caregiver who reported that a customer had died on (B)(6) 2026 and referenced ¿deviating measured values.¿ at this time, the relationship between the reported death and the adc device is unknown. An attempt to obtain additional information was made on (B)(6) 2026; however, no further details were obtained. Adc will continue efforts to collect additional information regarding the event. A follow up report will be submitted if new information becomes available. Based on the information currently available, it cannot be determined whether the adc device caused or contributed to the reported death.